Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 1.66 mm from the distal tip. As a result of the broken main tube, the instrument was returned with the cannula and seal still attached. Components adjacent to this broken main tube do not show damage. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. A visual inspection found all internal cables to be still intact. Material is possibly missing from the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears the instrument has a broken main tube, and the fragment pictured could have originated from the instrument. It was unable to confirm if there were missing pieces from the instrument based on the pictures. The cannula does not appear to have any damage from the pictures provided.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument was found to have the arm shaft broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use, and no damage was found. The customer indicated that the device was completely broken off. They wrapped the fragments in a glove and matched the fragments with the broken parts to make sure they matched outside the patient. There was no report of fragment(s) falling inside the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure.